Event description:
Provider was consulted to do a paracentesis in the emergency department (ed). Post procedure, the patient's skin kept weeping ascitic fluid. Mastisol swab did not work, so I used skin glue. The skinaffix brand stick would not eject the skin glue after cracking the swab. I opened another one and half of the glue would eject, and the other half would not come out. After closer inspection, the glue is about to expire. Expiration date is december 2024. Lot p00230456.